Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient presented with infection of left infraclavicular ins pouch. Examination revealed skin redness with edema at the pouch site. Culture was performed and was positive for staphylococcus epidermidis. Interventions included reopening of submuscular pouch, irrigation with antibiotic, and repositioning of ins in a new subcutaneous left infraclavicular pouch. The event resulted in surgical intervention and in-patient hospitalization. The etiology was stated as possibly related to the device/therapy, not related to implant procedure, and at the incisional site/device tract. The event resolved without sequelae on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Ins implant date clarified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted a repositioning on (B)(6) 2014. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.